Event description:
Information was received from internal facility via service and repair regarding an event happened during servicing of the reported product. It was reported that, the scope had image abnormality and scratched lens. There was no patient involved during this event. No further complications reported.

Manufacturer narrative:
G2: country of event is japan. H3: device evaluation summary: product analysis # (B)(4). Service report states that, the outer tube was broken during the incoming inspection. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.